Manufacturer narrative:
Concomitant products: 451153 lead, implanted: (B)(6) 1984.

Event description:
It was reported that the patient's escape rate was in the 30's and the right atrial (ra) lead was not functioning appropriately and the lead data was not available upon interrogation. The right ventricular (rv) lead exhibited noise, low impedances, and the lead was fractured. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.